Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer¿s blood glucose level was 200 mg/dl, 300 mg/dl, 400 mg/dl and 183 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose with insulin pump. Based on customer¿s report customer did allege under delivery because she boluses and her blood glucose does not go down. The insulin pump will be and reservoir will not be returned for analysis.